Manufacturer narrative:
The customer did not operate according to the instructions, and there are clear pictures and text descriptions in the product instructions. The customer cleaned the nostrils in time, and the customer did not have any physical abnormalities or seek medical treatment. Ongoing collection of user-provided information.

Event description:
Customer feedback: dipped swab in testing solution before swabbing nose, immediately rinsed both nostrils and cleaned out .